Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. (B)(4).

Event description:
It was reported to philips that the device had inaccurate nibp readings and the nibp module was not holding pressure. There was no reported patient involvement.